Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 (air in line) alarm during the initial drain on the homechoice machine (hc). The home patient (hp) stated he waited until the hc read 'initial drain' before connecting himself. The technical service representative (tsr) explained proper techniques. The tsr assisted the hp to cycle power off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power off and on again to clear the alarm. The tsr advised the hp to start over with new supplies. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated he is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.